Manufacturer narrative:
Insulin pump was received with a missing end cap sticker, cracked case, broken reservoir tube lip and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap goes up and acts like it going to lock into place, but it falls off the base of the reservoir. No further information was provided.